Manufacturer narrative:
Patient was treated with antibiotics and infection was resolved.

Event description:
On (B)(6) 2019, senseonics was made aware of an instance where a patient developed an infection at the site where the eversense sensor was inserted.